Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillator (ICD) systems and the possible upgrades to implantable cardiac resynchronization therapy (crt) systems. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths during the follow up period from unknown causes, as well as complications such as lead placement issues, coronary sinus dissection, lead dislodgement, hemo/pneumothorax, pocket hematomas requiring intervention, pocket infection, prolonged hospitalization from exacerbation of heart failure, tamponade, pericardial effusion, increased pacing thresholds, t-wave oversensing, phrenic nerve stimulation. Medical and/or surgical intervention was completed on some patients. Further follow up did not yet yield any additional information. The unknown causes of death and device/relatedness have been requested, but not yet received.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is purely an estimate, as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 66 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: incidence, predictors, and procedural results of upgrade to resynchronization therapy: the raft upgrade substudy. Circ. Arrhythmia electrophysiol. 2015;8(1):152-158. (B)(4).